Event description:
A nurse, who was receiving treatment with a novopen insulin delivery device for type I diabetes mellitus, reported that they experienced a low blood glucose level with loss of consciousness on one occasion in 2004. The nurse suspects that the device is delivering too much insulin and that may have caused the problem. One night in 2004 (exact date unk), the nurse took their evening dose and ate as usual. Later that evening (exact time unk) they tested their blood glucose level, which was 15 mg/dl. They then went to the ER where they lost consciousness upon their arrival. The nurse was treated with three ampules of 50% dextrose intravenously and 250 ml of 5%. Dextrose and water intravenously. They were in the ER for about six hours before the event resolved and were discharged. The nurse consulted their primary care physician later that same week and had a complete blood count and thyroid stimulating hormone test done, both of which were normal. The nurse stated that they discontinued use of the device in question after the event and has not had any further problems. The nurse used a new disposable needle for each injection and immediately removed it following injections. They stated that they also performed air shots prior to each injection. The nurse did not perform a function check on the device as described in the instruction manual, but instead they injected 18 units from the device into the cap and withdrew the insulin from the cap with a disposable syringe. They reported that the disposable syringe indicated that the amount of insulin dispensed from the device in question was 28 units. There had not been any changes in the nurse diet, activity level, insulin administration schedule, or health status prior to the event. The nurse had a non-serious hypoglycemic event with the same device in may 2004. They were no renal or hepatic disorders. The nurse has been asked to return the suspect device, however, it has not been received as of yet.